Manufacturer narrative:
Based on the claim against the product by the customer noting that usm 4 was disabled after faults occurred, an investigation is in progress to determine the cause of this reported event. An intuitive surgical inc. (Isi) field service engineer (fse) went on site and replaced the universal surgical manipulator (usm) 4 to resolve the issue. System tested and verified as ready for use. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, errors 26006 and 307 occurred and one of the universal surgical manipulators (usm) on the patient side cart (psc) was disabled. An intuitive surgical inc. (Isi) technical support engineer (tse) viewed the system logs and saw a 25720 error against remote arm control (rac) 2 at the surgeon side console, as well as errors 32097 and 307 against the usm4 node, which stopped responding. Before calling in, the customer disabled usm4 and moved it to the side. The surgeon finished the case with usms 1, 2, and 3. The site was then unable to move the patient side cart (psc) away from the bed. The tse viewed the system logs and found it was showing an instrument was still installed on usm4. The tse walked the customer through a hard power cycle on the psc. After the system powered back on, it started and homed without any errors. The caller was able to back the psc away from the bed. The caller stated all four usms had blue leds. The case was completed with no reports of patient injury. Isi followed up with the initial reporter and confirmed that the system was checked prior to the procedure and was found to be functioning properly. The reported issue had occurred and was resolved in a prior procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that error, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the complaint regarding the 307 error was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The reported 307 error was confirmed via remotefe. The usm was tested on an in-house system, and it failed normal mode. The system recorded error 31226, ac_3c p2=0, indicating clock spring. As a fix, the clock spring assembly will be replaced to address the reported problem.